Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v323630, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the leads went bad in the patient's first device. No patient symptoms reported. It was noted that in 2010 (B)(6) was told by the doctor that sometimes leads go bad and a year after implant, patient was told their lead may have been defective. The lead and the implant were replaced to resolve the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.